Event description:
It was reported that there was premature battery depletion and the device was at eri (elective replacement indicator). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419488, lead implanted: (B)(6) 2006; 5076-52, lead implanted: (B)(6) 2006. (B)(4).